Event description:
On (B)(4) 2013, we received a call from one of our field service specialists informing us on behalf of the customer, (B)(6), that a wheel fell off from an xltek cyclops cart and a nurse was hurt. We immediately requested additional information on the incident and the status of the nurse. As we did not receive any feedback from the customer, the same field service specialist went on-site on (B)(6) 2013, to gather the required information. He had access to an email sent by the director of risk management describing that a pt - not a nurse - was found crying on a chair and the eeg cart was on the floor with one of the wheels off. According to the email, the pt stated that the cart hit her on a shoulder and the head, the pt was not bleeding.

Manufacturer narrative:
In compliance with 21 cfr part 820.198 - quality system regulations and our quality management system, we initiated an investigation of the event and requested the return of the cart base for eval. The replacement cart base has already been sent to the customer on (B)(4) 2013. Several communications have been sent to the customer to retrieve the cart base involved in this event and the additional information about the incident for the investigation for this case. Up to this moment, we have not received any response from the customer. We will submit a final report after completing the investigation upon receipt of the cart base and more information about the incident.